Manufacturer narrative:
Batch review performed on 07 aug 2024: lot 2245460: (B)(4) manufactured and released on 16-feb-2023. Expiration date: 2028-01-31. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 10 months from the primary, the patient came in reporting arthrofibrosis and stiffness post-op and the cause is unknown. The surgeon downsized the poly (from 13 mm to 11 mm) and the surgery was completed successfully.